Event description:
Boston scientific received information that the left ventricular (lv) lead displayed loss of capture (loc) at maximum output. Additionally, high output pacing via the lv capturing the left atrium was observed. Fluoroscopy confirmed that the lv lead had dislodged. A revision procedure was performed and the lv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.